Manufacturer narrative:
B5: remove: the lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. Add: "lens was not implanted. Implantation of a new lens has been planned". Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -11.50/1.0/094 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's left eye (os) on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device, tear in lens, stopped injection, pushed lens out above table, lens tore completely.